Event description:
It was reported that the device was used during an unk procedure. The device malfunctioned and the case was completed with another device. There was no consequence to the pt. One device will be returned.

Manufacturer narrative:
Broken jaw and broken cam. Eval summary: the analysis results found that the el5ml device was returned with the jaw and cam broken off from the right side. The device was tested for functionality; it was cycled, and ejected the remaining clips due to the jaw and cam condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. The batch history records were reviewed with no anomalies noted during the mfg process.